Manufacturer narrative:
No evaluation was performed as the product was not returned.

Event description:
Implanted 10mm solid femoral nail was locked proximally in the dynamic slot and also in 2 distal holes. Approx. 6 wks post-op the nail broke at the most proximal of the distal screw holes. Nail scheduled for removal on 9/2/97.